Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of intermittent telemetry as well as that it gained signal strength when pressure was applied to the cable and further noted that its uplink tests were out of specification and that its upper case lens was cracked though this did not affect operation. The cable, top case and label were all replaced. (B)(4).

Event description:
It was reported that the radiofrequency (rf) programmer head had intermittent telemetry. It was further reported that it seemed to gain in signal strength (indicated by its green lights) when pressure was applied to the connector. It was noted that a new head worked. The rf head was returned for service. No patient complications have been reported as a result of this event.